Event description:
Literature was reviewed regarding outcomes in patients with ventricular assist devices (vads). The authors described patient deaths; one patient died of ischemic bowel after a required unplanned temporary extracorporeal membrane oxygenation (ECMO) for right ventricular (rv) support post implant. Some patients died during the implant admission, with causes of death of ischemic stroke or hemorrhagic stroke. There were other patient deaths after discharge and the causes of death were unknown. There were patients who experienced vad-associated infections which required intravenous or oral antibiotics or hospital admissions and the most frequently cultured organisms were staphylococcus aureus and staphylococcus epidermidis. Patients experienced clinically significant postoperative bleeding which was defined as a return to the operating room or transfusion of greater than four packed red blood cells within the first 48 hours post implant or gastrointestinal bleeds (gib) which were defined as the need for intervention other than an increase in oral proton-pump inhibitor or transfusion. Patients also experienced pump thrombosis with hemolysis, abnormal pump parameters, heart failure not explained by structural heart disease, and initiation of treatment, ischemic or hemorrhagic stroke, ventricular arrhythmias, renal failure which required dialysis, or late rv failure defined as the requirement for inotrope infusion to treat rv dysfunction after the implant admission. There were also unknown device malfunctions. The status of the vads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Select patient information cannot be included in regulatory report due to regional privacy regulations. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: left ventricular assist devices for treatment of refractory advanced heart failure: the western australian experience. Internal medicine journal. 2023. 1¿8. Doi:10.1111/imj.16212 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.